Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin@home transmission revealed that the patient's right ventricular lead exhibited noise. The lead remained implanted. No patient symptoms were reported.